Event description:
The patient has a history of nonischemic dilated cardiomyopathy with severely depressed left ventricular systolic function (most recent ef 25% to 30% on echocardiogram one and a half years ago), chronic left bundle-branch block with qrs duration of 148 milliseconds and new york heart association class iii heart failure symptoms (historically). She underwent implantation of a medtronic dual-chamber, biventricular ICD over three years ago. Her right ventricular (rv) and left ventricular (lv) lead thresholds were noted in time to be significantly elevated, requiring high-output pacing. Additionally, her medtronic concerto crt-d reached premature elective replacement interval but does not appear to be part of the recent recall. Her right ventricular lead was sprint fidelis, model 6949, and was noted on routine follow up to have decreased sensing, in addition to elevation in thresholds. Her lv lead was in the anterior interventricular branch pacing the anterior septum. She presented for lead revision and new generator placement. There was no injury to the patient.